Event description:
On 4/16/2004 - a dental implant was placed in tooth location #20. Subsequently the pt was experiencing hypesthesia. Three days later - the implant was removed from the pt's mouth. Six months later - the clinician was contacted. He stated the implanted was removed because of hypesthesia. The implant was in proximity to the pt's alveolar nerve. The pt was re-implanted with a shorter length implant. The pt was seen approximately one month post operative. The pt has improved and is doing fine.